Event description:
It was reported that peripheral part of the intraocular lens (iol) seemed to be chipped after implantation. It remains implanted because no scratch was found at the optic. There was no patient injury. No other information was provided.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. Date of event: unknown, not provided. Model number: unknown, information not provided. Catalog number: unknown, information not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a partial UDI number is known, as the serial number was not provided. If implanted, give date: unknown, information not provided.. If explanted, give date: not applicable, lens remains implanted in the eye. Initial reporter: email address :unknown/not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.